Manufacturer narrative:
The pump was received with unresponsive keypad. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, keypad voltage test and dat due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test, currents testing, download history files and traces using thump. The pump passed the self test, active current measurements and sleep current measurements. No unresponsive keypad/keypad anomaly noted when using the test case. Unresponsive keypad/keypad anomaly was confirmed due to a corroded keypad traces. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file. However, insert battery alarm was recorded and found in the formatted history file on: 06/06/2023 19:16:56.000, 06/06/2023 19:31:38.000, 06/06/2023 19:34:15.000. Pump error 23 was recorded and found in the formatted history file on: 06/06/2023 19:36:56.000. Power loss alarm was recorded and found in the formatted history file on: 06/06/2023 19:37:29.000, 06/06/2023 19:37:37.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Please see below for pump errors/alarms noted 1 week prior to the event date 06-jun-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 05/31/2023 17:49:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 06/04/2023 00:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 06/04/2023 00:56:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 06/04/2023 01:36:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 06/04/2023 01:37:21.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to unresponsive keypad. No delivery alarm/insulin flow blocked alarm was unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Blank display was not confirmed. However, unable to perform the required the testing, download history files and traces using thump due to unresponsive keypad. Unresponsive keypad/keypad anomaly was confirmed due to a corroded keypad traces. By using a test case, the pump was able to navigate the menu, continued self test, currents testing and download history files/traces using thump. No unresponsive keypad/keypad anomaly noted when using the test case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reporting that screen wont turn on and no response from any button. Troubleshooting was performed and found no damage to the battery compartment, battery cap contacts, and spring. Also customer reported on keypad anomaly. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.